Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for the high blood glucose level of 586 mg/dl. The customer reported not knowing how to use the insulin pump properly or how to change the infusion set. The customer states have gone through most of the reservoirs and is down to the last three. The customer had no symptoms. The customer declined treatment details due to discharge. The current blood glucose level was unknown. The customer did not troubleshoot the issue. The customer declined troubleshooting for the high blood glucose level. The insulin pump or infusion set will not be returned for analysis.